Manufacturer narrative:
The service engineer (se) replaced both lcd inverters and lcd screens to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator graphical user interface (gui) had a burnt smell and the unit was making a buzzing sound. It was reported that the customer smelled smoke. The ventilator was not in use on a patient at the time of the event. A service engineer (se) inspected the device and found that the liquid crystal display (lcd) inverters and lcd screens were damaged. Both the lcd inverters were burned. The screens had damage to the white female clips that attached to the inverters.